Event description:
Customer called reporting that up arrow on his insulin pump doesn't click like it used to. Customer's blood glucose is 132 mg/dl. He said the up arrow does not feel the same. There were no significant events leading to the issues. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Pump received with no button response due to flattened dome button switch on the arrow buttons. Unit also had a scratched display window and cracked reservoir tube lip.